Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, the device has a broken shell and missing shell. A weight test of the device was completed and the device is underweight. A microscopic analysis was performed which identified broken smooth opening. Based on the device analysis the final assessment is a smooth edge opening in the shell due to smooth opening, and missing shell assessed as inconclusive.

Event description:
Device was explanted.